Event description:
Received a maude report number (B)(4) on 08/10/2011 stating that pt is an old female. On 2010, at 2045, the ventilator screen went blank. Alarm started, back up ventilation did not begin. Registered nurse at the bedside and started immediate bagging of the pt. Respiratory care practitioner at the bedside turned ventilator off and on twice. Unable to restart ventilator. Screen remained blank. Rcp checked output, there was no air flow. Ventilator replaced. Date of use 2010. Event abated after use stopped or dose reduces: yes.

Manufacturer narrative:
No ventilator or customer info available. Therefore, no further investigation can be done.